Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right iliac vein. A 7.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilation. However, on initial inflation, the balloon ruptured. The device was removed without any issue. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right iliac vein. A 7.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilation. However, on initial inflation, the balloon ruptured. The device was removed wihout any issue. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole 6mm distal from the proximal marker band. Inspection of the remainder of the device presented no other damage or irregularities.